Manufacturer narrative:
.

Event description:
Information received from the healthcare professional (hcp) reported that one (B)(6) female patient with deep brain stimulation (dbs) for parkinson's disease developed dementia at 5 years post-operation. This was diagnosed by cognitive tests and treated with medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.